Event description:
It was reported that during a routine visit to the audiologist, it was discovered that the device has malfunctioned. Due to the age of the child and add'l handicaps, it is hard to be sure when the incident occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.